Manufacturer narrative:
Not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. The patient alleges the device air pressure fluctuates, device shuts off during the middle of the night, device does not warm the water, device creates intermittent pressure with sudden loud noises, and the flange on the mask does not function properly-refusing to open and close. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. The patient alleges the device air pressure fluctuates, device shuts off during the middle of the night, device does not warm the water, device creates intermittent pressure with sudden loud noises, and the flange on the mask does not function properly-refusing to open and close. No medical intervention was required by the patient. On the previously submitted report, the reporter country in section e was inadvertently left blank.  It is corrected on this report with united states.